Manufacturer narrative:
G1 manufacturing facility - this device was manufactured at one of the two following manufacturing sites: baxter healthcare - (B)(6). Baxter healthcare - (B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that one of the lines of two (2) homechoice cassettes leaked. This occurred during set up of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction b5 to clarify: two homechoice cassettes leaked and one leaked from one of the lines. H10: one device was received for evaluation; the other device was not received and therefore, could not be evaluated. A visual inspection with the naked eye noted an incomplete weld between the cassette mold and cassette sheeting. Functional testing including clear passage testing and clamp function testing were performed with no issues noted. Leak testing failed due to the leak between the sheeting and the molded cassette. The reported condition was verified. The cause of the condition was related to an issue during the sonic welding process of the manufacturing process. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.